Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the battery charger, filament driver, generator driver and high voltage supply pcbs. Calibrations performed. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system displayed a fast stop failure high ma error code. There was no report of patient injury.